Manufacturer narrative:
Ttransfers should be attempted with the controller off. With the controller off, the device showed no evidence of unintended movement. Please refer to attached returned product evaluation.

Event description:
Customer was transferring from bed to the unit when he inadvertantly turned the unit on while grasping the joystick resulting in a fall. The customer sustained fractured ribs, skin lacerations and bruises.

Manufacturer narrative:
Method: the device is not available for review at this time, and the device serial number has not been verified. Conclusions: a follow up report will be submitted if the product should become available for review.

Event description:
The customer was transferring from the bed to the powerchair when he inadvertently turned the unit on while grasping the joystick resulting in a fall. The customer sustained fractured ribs, skin lacerations and bruises.